Manufacturer narrative:
Returned product consisted of a rebel bms catheter. The balloon was loosely folded and the stent is secured between the markerbands. The outer shaft, inner shaft, balloon and tip were microscopically examined. The distal end of the stent is damaged. There are numerous hypotube and shaft kinks. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
A 24 x 2.75 rebel stent was received with no issues reported. However, upon review of this device, distal stent damage occurred.